Event description:
After 13 months of implantation, this lead was explanted because of a pocket infection. This is part of a whole system explant and the pacemaker that was attached to this lead has also been reported on an MDR.